Event description:
During service testing, the baxter repair technician reported an infusion pump with a condition of underinfusion. Although baxter attempted to obtain information, details were not available regarding additional contact information, patient demographics, medication involved, or pump programming.